Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented a leak and a hole from wear in its proximal portion, along with wear at fold in the middle, proximal and distal end of its body. The second cylinder exhibited a bulge when it was inflated with a syringe, and additionally, it presented wear at fold in its middle, proximal and distal end. The pump was microscopically inspected, leak and functionally tested. Upon microscopic evaluation, no damage or abnormalities were noted, and no leaks were identified; however, the pump did not pass activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. A leak due to a hole at the reservoir strain relief junction was noted, consistent with sharp instrument damage. Additionally, the component exhibited wear at fold in its shell. Based on the information available and analysis results, the leak identified in the first cylinder, the bulge noted in the second cylinder and the pump not passing functional testing could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the right cylinder was noted. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the right cylinder was noted. All components were removed and replaced. No patient complications were reported.